Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of the loop at the end of the peg tube broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop wire on the end of the peg tube broke. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.